Manufacturer narrative:
Additional information was received that following the lead implant procedure, the patient was rushed to the hospital due to weakness and unresponsiveness in his extremities. These were believed to be symptoms of epidural hematoma. No further information will be provided to the bsn representative.

Event description:
A report was received that the patient had an epidural hematoma after lead permanent implant procedure. The patient underwent an explant procedure.

Manufacturer narrative:
UDI= (B)(4). The explanted devices were not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient had an epidural hematoma after lead permanent implant procedure. The patient underwent an explant procedure.